Event description:
The customer reported to olympus, the video system center had no image. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; serial digital interface 1 and serial digital interface 2 had no signal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one (<1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is possible that damage to the serial digital interface (sdi 1 and sdi 2) terminals due to a charge of static electricity caused the image issue. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.